Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the up and down arrow buttons were under responsive to presses. The reporter confirmed that there was no known damage to the keypad and there was no noted moisture ingress in the pump related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 03/27/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/09/2015 with the following findings:the keypad cover was observed to be intact with no damage noted. The keypad buttons were tested and were found to be responding appropriately to button presses. The keypad was removed and there was no noted contamination under the button contacts. No defect was found related to the keypad response complaint.